Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery with mild tortuosity, no calcification and 80% stenosis. Pre-dilatation was performed with an unspecified 2.0x10 mm semi-compliant balloon at 14 atmospheres. A 3.0x15mm rx xience prime stent delivery system (sds) was advanced; however, the stent failed to track even after multiple attempts and force being applied in order to track the lesion. However, a proximal shaft separation was noted outside of the patient's body. The separated portion of the sds was simply removed from the patient anatomy. There was no interaction of devices and no other device or procedural issues noted. A 3.0x18mm xience prime was used to ultimately treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.